Manufacturer narrative:
(B)(4): physio-control replaced the biphasic pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed biphasic pcb assembly and determined the cause of the malfunction to be a damaged j10 pcb mounted connector. The intermittent connection caused by the failure inhibited defibrillation therapy delivery.

Event description:
It was reported that the device intermittently failed the user test and logged several event codes in the memory. There was no pt use associated with the event. Physio-control device failure investigation found a malfunction that inhibited the device from delivering defibrillation therapy.